Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.5mm0 x 38mm promus element" plus drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent structure was lifted. The procedure was completed with a different device. No patient complications were reported and patients' status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that stent was damaged with stent struts stretched and distorted. The stent moved on the balloon over the distal marker band and the bumper tip leaving more than three-quarters of the balloon wall exposed. The bumper tip of the device showed no signs of damaged. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.5mm0 x 38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent structure was lifted. The procedure was completed with a different device. No patient complications were reported and patients' status was stable.